Event description:
Boston scientific received information that his right ventricular (rv) lead was exhibiting signs of an early stage possible fracture. The lead had increasing impedance measurements and noise that was oversensed and resulted in 1-2 seconds of pacing inhibition for this pacemaker dependent patient. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.